Event description:
Olympus (osh) was informed that the customer evis lucera elite gastrointestinal videoscope was returned for service/repair for a reported ¿ch-tube malfunctioning¿, observed during reprocessing. Upon inspecting and testing, the scope was found to have foreign material clogged inside the air/water nozzle at the distal end. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation found foreign material was slightly clogged inside the air/water nozzle at the distal end. The foreign material was not specified. Additionally, the channel was inspected and found scratches, switch# 1 is broken, the angulation is below standard specification, wrinkles on the insertion tube. The customer indicated there was no clogging issue experienced when prior to sending out for repair. The customer was able to reprocess in the correct procedure. The scope was previously repaired on (B)(6) 2021 for a leak in the channel. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that gauze, a piece of a part from a peripheral device, body fluid, and/or residue from used chemical agents clogged in the nozzle due to inappropriate reprocessing after previous procedure. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use(IFU). "Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. "·reprocessing manual_ precleaning the endoscope and accessories -warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. -flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. ·manually cleaning the endoscope and accessories -clean the external surface_ clean the external surfaces of the insertion section: while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. -take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. -flush the air/water channel with detergent solution - remove detergent solution from all channels ·presoaking the endoscope if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below." Olympus will continue to monitor field performance for this device.